Event description:
It was reported that as the surgeon was impacting the threaded inserter to insert the peek interbody device, the implant detached from the inserter and went through the anterior ligament. The insertion hole in the implant was damaged, and the inserter could not be used t remove. Two hooks were used to retrieve the device. No further complications were reported.

Manufacturer narrative:
The device has been returned to medtronic, and evaluation is currently in progress.